Manufacturer narrative:
This is the same event as 3010536692-2014-01485, 01528, 01529, 01530.

Event description:
Allegedly, patient suffering from pain, discomfort, dysfunction, metallosis, dvt, inflammation, infection and septic hip. (Left).